Event description:
I used one of the mini caps that were in the box from baxter and it seemed normal, but after a few days later I realized that I had gotten peritonitis. Somehow I knew it couldnt have been from me, making a mistake then I say your letter saying, it must have been the iodine in the mini cap must have dried out and not have secured my transfer set/ catheter. That's how I knew it was the mini caps because I have been very clean with my transfers.